Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported a skin irritation causing an abscess had occurred while wearing the pod on their arm. There was no mention of actual blood glucose levels. No other information was provided.